Event description:
The hospital reported that during a coronary artery bypass procedure, the ultima activator ii retractor locked up, making it unable to open or close any further. A different device was used to complete the procedure. The hospital did not report any patient effects. The hospital will reportedly not be returning the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Additional information has been requested from the customer and a supplemental report will be filed if further information is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).